Event description:
It was reported that the patient underwent a device change-out procedure. Approximately 1.5 hour post procedure, when the device was interrogated, the right ventricular (rv) lead was noted to be out of range. Multiple device interrogations over the following hour showed varying high impedance values. The physician decided to keep the patient in hospital overnight and assess the high voltage lead impedance (hvli) in the morning. On (B)(6) 2017, device interrogation indicated high, out of range hvli. On the same day, the patient underwent a procedure capping the rv lead and a new rv lead was implanted. The patient was in stable condition before, during and after the procedure.